Event description:
It was reported that the patient started wetting the bed three years prior to the report. At that time, she had an implant and it worked, but it somehow got ruined and she was not sure how it happened. She was not sure if she had a MRI and forgot or whether she fell or what. She was not sure when it stopped working or how long it worked. It was eventually replaced. No patient outcome or clear device issue was provided, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v807715, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).